Manufacturer narrative:
Due to character restrictions in block e1: full event site address: -33 pheu niyom rd., mak khaeng subdistrict, mueang udon thani district, udon thani 41000. A supplementary report will be submitted on completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) maintenance kit was deteriorated. There was no patient involvement.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
Not reportable.